Event description:
Pt fell in the bath tub and it was identified soon after that a few of the screws on a four level cervical plate construct had broke. The devices were removed. The pt has gone on to fusion.

Manufacturer narrative:
2008: pt comes in after falling in the bath tub. It is identified that the lower screws on a four level plate are broken. Device is taken out. The following month: pioneer sent request to the sales rep for more info and films. Further info is promised. The following month: pioneer called sales rep and requests more info and films. Implants have been retained by the hospital. Further info is promised. No info given. Five days later : message left with sales rep. Asking for films and more info.